Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x15mm trek otw referenced is being filed under a separate medwatch MFR number. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an un-specified procedure. During advancement and removal of the 2.5 x 15 mm trek balloon catheter, resistance was noted with the prowater guide wire. Multiple heparinized saline flushes were performed, but the resistance continued. The procedure was continued with the same devices and there was a good patient outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The analysis was performed by asahi intecc. Co. Ltd: with the provided information, the cause and the circumstance of the resistance with the reported balloon catheter could not be identified. Though lot history review could not be made because of no lot information provided, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of instructions for use describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action.

Manufacturer narrative:
(B)(4). (B)(4) distributes the device and is responsible for MDR reporting.